Manufacturer narrative:
Additional information: update product details. The implant was bia400 implant 4mm with abutment 12mm. This report is submitted on august 29, 2019, by cochlear ltd.

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced a loss of osseointegration subsequent to sustaining a head injury (date not reported). The patient was re-implanted with a new device.